Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for an unknown indication. The patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported that hemolysis was noted during impella support. As a result, haptoglobin was administered. The physician stated that it is unknown whether the event is related to the use of the device. No further information was provided.